Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "did not manage to inflate the balloon" is not confirmed. The catheter balloon was successfully inflated. The device passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that: "whilst processing a cardiac catheterization, the doctor did not manage to inflate the balloon of the catheter, whereas it has to be done to check the blood flow and facilitate to insert the catheter properly. The balloon was inflated with gas but deflated very quickly either due to a leak (not found) nor a porosity of the balloon? It was reported no patient complications or death. No medical/surgical intervention required. The device was removed and replaced. There was another attempt at the procedure. Delay or interruption in therapy is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "whilst processing a cardiac catheterization, the doctor did not manage to inflate the balloon of the catheter, whereas it has to be done to check the blood flow and facilitate to insert the catheter properly. The balloon was inflated with gas but deflated very quickly either due to a leak (not found) nor a porosity of the balloon? It was reported no patient complications or death. No medical/surgical intervention required. The device was removed and replaced. There was another attempt at the procedure. Delay or interruption in therapy is unknown.